Manufacturer narrative:
(B)(4). The events of lymphoma - alcl - suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl diagnosis"; capsular contracture, baker grade unknown.

Event description:
Patient representative reported that the patient suffered "chronic pain", "rashes, itching, swelling, capsular contracture, baker grade unknown, loss of sensation," "mental pain and suffering," and an "alcl" diagnosis; the markers of cd30+ and alk- have not been reported or confirmed. Additionally reported were "personal injuries and damages" which have been deemed not related to the device. Affected side is left. The device has been explanted.